Event description:
Pt implanted several years ago at unk hospital, with unk implants, for a left midshaft humeral fracture. The pt was later revised to synthes hardware. Pt was implanted on an unk date with a 4.5mm narrow lcp plate, 4.5mm cortex screws, 4.0mm locking screws and 5.0mm locking screws. Pt fell and broke the plate and two 4.5mm cortex screws and one locking screw, either the 4.0mm or 5.0mm locking screw. The exact screw is unk. A plate and seven screws were removed on (B)(6) 2012. The head of two 4.5mm cortex screws were removed and the shaft was left in the bone and either the 4.0mm locking screw or the 5.0mm locking screw head was removed and the shaft was left in the bone. Pt has a non-union and was not revised to any additional hardware. Surgeon plans to revise pt at a later date. This is the 1st of 4 reports submitted on this event.

Event description:
Patient was implanted on an unknown date with a 4.5mm narrow lcp plate, 4.5mm cortex screws, 4.0mm locking screws and 5.0mm locking screws. Patient fell and broke the plate and two 4.5mm cortex screws and one locking screw, either the 4.0mm or 5.0mm locking screw. The exact screw is unknown. A plate and seven screws were removed on (B)(6) 2012. The head of two 4.5mm cortex screws were removed and the shaft was left in the bone and either the 4.0mm locking screw or the 5.0mm locking screw head was removed and the shaft was left in the bone. The surgeon reported the failure was not the plate: the failure was that the bone did not heal. All plates will break eventually if the bone does not heal.

Manufacturer narrative:
Device used for treatment and not diagnosis. Date received by manufacturer: should be (B)(4) 2012: previous date was for the information received.

Manufacturer narrative:
(B)(4): review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. (B)(4): placeholder.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.